Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient could not get above 25% threshold when charging the ins. The rep reported that the patient could often get 6 coupling boxes, but the coupling would fluctuate because they move due to their parkinsons and that can move the antenna off of the ins. The rep also reported that the patient stated the buttons on the side of the recharger was able to turn their ins on and off. It was recommended that the patient keep a log of their charging and to make sure the ins was actually charging while they are sitting down to do so. It was also recommended to keep a log of when the patient believed their recharger was turning the ins off. No further patient complications have been reported as a result of this event.